Event description:
When the user was seen in january there was a small scab under the audio processor. There were no changes in medication that could account to the observed issue. The area was cleaned, and it was suggested that the user should only use the device sparingly. When the user returned in february there was a large scab over the implant. The area was cleaned and treated with antibiotics. The user was told not to wear the device unless necessary until the area had completely healed. The user was seen in march and the skin healed except the area just over the magnet. The user is now wearing a band-aid over the magnet and her audio processor on top of that. The magnet strength was changed from 4 to 1.

Manufacturer narrative:
Additional information: according to the received information from the field, the recipient experienced skin problems i.e. Extrusion of the internal device, which was very likely caused by a too strong external magnet. Reportedly, the magnet strength was changed from #4 to #1 as the recipient experienced significant weight loss over the past couple of years. The skin flap of the user has thinned over time, coupled with her weight loss. An active infection is not reported at the implant site, although there is still a small hole. The hearing performance is not affected. Further medical treatment is not considered by the surgeon due to the recipient's age.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
When the user was seen in february there was a small scab under the processor. The area was cleaned and it was suggested that the user should only use the device sparingly. When the user returned in february there was a large scab over the implant. The area was cleaned and treated with antibiotics. The user was told not to wear the device unless necessary until the area had completely healed. The user was seen in march and the skin healed except the area just over the magnet. The user is now wearing a band-aid over the magnet and her processor on top of that. There is no infection currently but the area is open. The user has recently experienced significant weight loss over the past couple of years and now has dementia. The magnet strength is currently appropriate for her weight. The skin flap of the user has thinned over time, coupled with her weight loss. Currently the magnet can be seen. The user and her husband changed the magnet on their own (date of magnet change is unknown) before the problems started. The patient reports no issues with sound quality or a change in performance using the device. Hearing performance has not changed during this incident. Medical intervention was needed for the open wound on top of the implant coil.

Manufacturer narrative:
Conclusion: according to the received information the device was explanted for medical reason, namely an extrusion of the implant through the skin. A too strong external magnet likely contributed to the issue as the user experienced significant weight loss over the previous years. In addition, it was reported that the implant stopped working one week prior to explantation. Device investigation did not reveal any device defect or problem whilst implanted. However, at the time of explantation the active electrode array was found completely migrated from the cochlear which is most likely the reason for the reported lack of hearing perception with the device. This is a final report.

Event description:
When the user was seen in january 2020 there was a small scab under the audio processor. Reportedly, there were no changes in medication that could account to the observed issue. The area was cleaned at that time, and it was suggested that the user should only use the device sparingly. When the user returned in february there was a large scab over the implant. The area was cleaned and treated with antibiotics. The user was told not to wear the device unless necessary until the area had completely healed. The user was seen in march and the skin healed except the area just over the magnet. The user then started wearing a band-aid over the ci magnet with the audio processor on top of that. There was no infection, but the area was open. The user was explanted and re-implanted on the contralateral side on (B)(6) 2022.